Event description:
The lead impedance measurements were greater than 4,000 ohms. The electrode was broken and replaced. The pt now has very good stimulation with good pain relief.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete.